Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion at l5-s1 using dbm putty. The patient underwent a revision surgery 22 days post-op due to infection. The wound was debrided and more extensive decompression was performed.